Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (date of the birth: (B)(6)1996, (B)(6) 2000). In 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract/uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure coils removed). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, alopecia, vaginal discharge and abdominal pain had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion and removal date provided as (B)(6) 2006 (pfs) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- event outcome of dyspareunia was updated from unknown to "recovered resolved". Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 (date of the birth: (B)(6)). In 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure coils removed). Essure (ess205) was removed in 2006. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge and abdominal pain had resolved and the pregnancy with contraceptive device, dyspareunia and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case become valid and incident. Injury nos replaced with new events. Reporter's information was added. Date of removal was added. Added event abnormal bleeding (vaginal, menorrhagia), urinary tract infection, pregnancy (termination), hair loss, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, vaginal discharge, did you undergo an essure confirmation test? No. Updated event onset date. Updated outcome of events from unknown to recovered/ resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.